Event description:
The customer reported that a nasogastric (ng) feeding tube was observed leaking enteral feeding formula from the patient¿s nare during feeding administration. The pump feeding was stopped, the ng tube was removed and reinserted, and leakage was again observed from the nare upon resumption of feeding. A new ng tube was then inserted, placement was verified, and feeding resumed without further leakage. The removed ng tube was reportedly evaluated and appeared to be leaking from approximately the 18¿19 cm marking, near the area where the tube had been secured at the nare. Additional information was received on 11-may-2026, reporting no injury and no history of tube clogging.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 19 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.